Event description:
The patient reported that his infusion sets will not stay attached to his body for longer than 1 day. He stated that today, the infusion set adhesive seemed to "buckle" around the edges and his blood glucose elevated to 289 mg/dl. He stated that a normal blood glucose reading is around 110 mg/dl. The patient did not experience any symptoms of elevated blood glucose. He changed his infusion set and bolused to lower his blood glucose. The patient was sent tegaderm hp and replacement infusion sets. Upon follow up, the patient stated that he was "doing fine" and he was using the replacement infusion set for the first time today. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.